Manufacturer narrative:
The analysis was performed on a cobas 6800 analyzer (serial number: (B)(6)). The investigation determined that the cobas mpx assay (lot k00715) performed within specifications. A review of the run file for the sample (ID: (B)(6)) confirmed a non-reactive hcv result, with all targets negative and the internal control valid. Additionally, the pcr growth curves for the internal control and positive controls were robust and sigmoidal, indicating proper target recovery, amplification, and detection. The observed discrepancy between the cobas mpx assay and the serology tests is consistent with differences in the detection methods of the two assays. The cobas mpx assay detects viral rna, while serology tests detect antibodies, which can persist after a resolved infection or during successful antiviral treatment. Given the patient's history of hcv infection, the results are consistent with a resolved infection or suppressed viral load due to treatment. No quality control issues related to the customer allegation were identified. Based on the available information, the most likely explanation for the discrepant results is a resolved hcv infection. The device remains in operation at the customer site.

Event description:
The initial reporter alleged discrepant hepatitis c virus (hcv) results for a sample tested using the kit cobas 58/68/8800 mpx 480t ivd assay on the cobas 6800 instrument. The sample was tested using the cobas mpx assay (polymerase chain reaction [pcr]) and generated a non-reactive result for hcv, with all targets negative and the internal control valid. The same sample was tested three times using serology tests on the alinity system, with all three tests yielding positive results. The discrepancy involves the cobas mpx assay detecting no hcv rna, while the serology tests detected hcv antibodies. No additional confirmatory testing or follow-up results were provided in the case summary.